Event description:
During use of the device for a surgical procedure, the user reported that the monitor screen was blank, red, and fuzzy. As a result, an alternate device was employed. No other details regarding the nature of the event were reported.